Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported that there were no fractured leads. However, when asked which leads had the fracture the manufacturer representative replied that there was one electrode in the right battery and one electrode in the left. It was noted that two of the patient's 16 electrodes were greater than 10,000 and they reportedly programmed around it. It was also confirmed that at the time of the report the patient had 4 leads implanted. It was further reported that this issue was noticed on reprogramming "months ago."

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_lead, serial# unknown; product type lead product ID 37714, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger (B)(4).

Event description:
It was reported that there were lead fractures, one lead on the right side and left side electrode 6 on one side and 5 on the other. It was unknown which electrode was fractured on which side. It was further reported that the patient had ¿super orbital migraines. Two of the stimulators with 4 leads 32 electrodes. Hip and dbs devices. Failure of devices.¿ it is unclear what was meant by this. Internal manufacture records show that the patient does not have a deep brain stimulation (dbs)device. Additional information reported that the lead issues had resolved and was no longer an issue.